Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device analysis revealed water leakage in the connecting portion of the three-way stopcock and the extension tube during decontamination. A damage at the femoral marker/femoral marker sheath flakes off. A crack in the extension tube. Impedance testing shows a good unit wave form. The catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
The device was received with no information available. However, device analysis revealed a damage at the femoral marker/femoral marker sheath flakes off occurred.